Manufacturer narrative:
Event has been updated following to additional information received revealing that the event was not related to a water leak and it was related to a cooling malfunction. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a damaged compressor. The device will not be repaired.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was leaking water from the ventilation grill during priming. The amount of water is unknown at this time and a massive leak cannot be excluded. There was no patient involvement. Additional information revealed that the event was not related to a water leak. Here below the updated event description: livanova deutschland received a report that a heater-cooler system 3t device was not cooling during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was leaking water from the ventilation grill during priming. The amount of water is unknown at this time and a massive leak cannot be excluded. There was no patient involvement.